Event description:
As reported by the user facility: under infusion. Customer verbalized that pump was set to infuse an antibiotic to infuse over 30 minutes, drop sensor in use. None of the medication infused and the pump did not alarm and pump said infusion complete; tubing used is ref# (B)(4). No patient injury.

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).